Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) remotely accessed the machine and found lmi installation window on the screen. The tss guided the user on steps to prevent the issue from recurring and launched the medbank application. User was able to log in successfully afterward and the issue was resolved. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, user was unable to login into the machine. The customer reported that an lmi installation pop-up was displayed on the screen. However, there were no delay, adverse events or injuries reported based on this incident.